Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon could not firmly connect cup trials and implants to the impactor because the screw thread of the tip of the impactor had been deformed. He managed to impact the trials and implants with the reported impactor but the implants came off and he had difficulty securing the proper inclination so several attempts were made to implant the products. The surgery was completed with a 10-minute delay. There was no harm to the patient.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. The lead thread and end of the threaded tip is damaged. It is suspected the instrument was used to impact another device when not threaded into the mating cup. This type of thread damage is unlikely to occur during normal use. The root cause is attributed to use error. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.